Event description:
Procedure: unk. According to the reporter, the needle broke in half while in tissue, and starting to sew the vaginal cuff. Both halves were retrieved. The case extended less than 30 minutes. The procedure was continued with a second instrument.